Manufacturer narrative:
Investigation confirmed that a communication error occurred due to a known design defect. Event summary, device history record review and complaint history review did not identify contributing factors.

Event description:
It was reported that an unexpected shutdown occurred. There was no apparent collision, resident was moving arm away from patient during clearance mode, and had released the robot arm.